Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7145069. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device components were discarded.